Manufacturer narrative:
Continuation of d10: product ID: b3400060m (serial: (B)(6)); product type: 0191-extension; implant date: (B)(6) 2025; explant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the electrodes were first implanted on (B)(6) 2025. At the implantable neurostimulator (ins) implant yesterday ((B)(6) 2025), the connection test was successful right away. However, the impedance measurement was conspicuous on the left side (slot 0-7). Contact 2c was high (red). They then connected the left electrode to the right extension and connected it to the right slot of the ins and everything was green, so it could be ruled out that the electrode was defective. They then replaced the left extension. In other words, newly tunneled and connected to the ins. Again, contact 2c was defective, so it could only be the ins. They connected a new ins and immediately had all impedances green on both sides. The issue was resolved.

Manufacturer narrative:
Product analysis #(B)(4): analysis information -- (B)(6) 2025 13:15:36 cst pli# 10 product ID# b35300 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID b3400060m serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.